Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17958. It was reported that the patient presented via remote transmission. Upon review, the right ventricular and right atrial leads exhibited high pacing impedance and loss of capture, while the right ventricular lead exhibited failure to sense r waves and the right atrial lead exhibited failure to sense p waves. A chest x-ray was performed and revealed that both leads were dislodged and wrapped around the pacemaker due to twiddler's syndrome, while the pacemaker remained in the same position. The physician turned off the pacing system and no other intervention was scheduled. The patient was in stable condition.